Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol was damaged during implantation. The iol was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 094250960 showed that all manufacturing and quality checks were conducted with successful results. All devices released were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 094250960. There is insufficient evidence and information available to determine the cause of the event.

Event description:
On 25th june 2025, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens broke during implantation necessitating explantation and exchange.

Event description:
On 25th june 2025, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens broke during implantation necessitating explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol was damaged during implantation. The iol was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 094250960 showed that all manufacturing and quality checks were conducted with successful results. All devices released were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 094250960. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in a blister tray; part of lens was sticking to the outer wall of the tip of the injector's nozzle. Preliminary inspection of the returned injector showed that movable flaps were closed and plunger as retracted. Following the full injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was intact. Remaining body of the lens was found inside the cartridge during this stage. There were also visible traces of a thick white solution of unknown origin inside the cartridge chamber and nozzle of the injector. The injector was re-assembled with 1x new plunger, and 1x rayone aspheric rao600c +22.00 d from rayner's stock was loaded and injected in accordance with the IFU. The injection was unsuccessful lens got jammed in the injector. No further testing could be performed due to the damages the injector has sustained. Product return inspection performed confirms the event as reported. Root cause of the reported event could not be established.